Manufacturer narrative:
(B)(4). Device history record is not available for review. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician attempted to insert 2mm into the leg, it went in part of the way, jammed, and stopped working. Another device was used and it worked properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician attempted to insert 2mm into the leg, it went in part of the way, jammed, and stopped working. Another device was used and it worked properly. The patient's condition was reported as unknown.